Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 2/06/2017: during follow-up, it was confirmed that the customer has not received any additional occlusion alarms since wearing their pump inside a flip belt. Tandem technical support will ship the customer a case for the pump to prevent temperature changes. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. No troubleshooting was performed for the past occlusions, the customer would resolve the occlusion alarm by resuming insulin delivery. Troubleshooting was performed on the current supplies. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Reportedly, the customer uses supplies for up to seven days. Tandem technical support educated the customer to change supplies every three days. During a follow-up, the customer stated that not one of these occlusion alarms were a true occlusion since the customer always successfully resumed insulin delivery after each alarm. The customer was to wear their pump in a flip belt to resolve the occlusion alarms.